Manufacturer narrative:
Concomitant medical product: 507652 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture at full output and high/undefined pacing impedances. The rv lead remains in use as the patient refused removal or explant of the rv lead. No patient complications have been reported as a result of this event.